Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the general surgery planned treatment/non-emergency treatment was completed using the wired footswitch. The customer reported that the wireless footswitch was defective as there was a mechanical problem. Upon troubleshooting, the led indicator on the base station and battery were red and the load connection was mechanically broken due to force while connecting. No service has been performed by philips since the service quotation to replace the wireless footswitch was not accepted by the customer as they were using the wired footswitch. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the defective foot switches required replacement. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.